Manufacturer narrative:
Due to the lack of information, it is not possible to perform any analysis.

Event description:
The surgeon has mentioned that patients where he used medacta components have come in with broken screws. No additional info are available.